Event description:
This lead was explanted after two revisions due to dislodgement.

Manufacturer narrative:
The analysis tested the mechanical properties of the lead. In regard to the mechanical properties of the lead, no deviations from the technical specifications were found, which could be connected to the observed dislocations. Despite the detected damage at the tip electrode, the fixation screw could be extended and retracted completely and correctly. The damage to the connection between ring electrode and tip electrode requires excessive mechanic stress. Excessive tensile stress to the lead during the explantation should be considered. The analysis did not indicate any manufacturing errors or mechanical defect.